Manufacturer narrative:
Product event summary: the balloon catheter afapro28 with lot number 75105 was returned and analyzed. Visual inspection of the catheter showed the device was intact with no apparent issues. Smart chip verification indicated the catheter was never used for injections. The catheter passed the performance test; electrical integrity and impedance were also within specification. A dissection/ pressure test did not show any leaks or traces of liquid or blood inside the catheter. There was no air ingress issue discovered during the compatibility test with a test mapping catheter and test sheath. In conclusion, the catheter did not fail the returned product inspection due to the air ingress. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, when the sheath was aspirated with the balloon catheter inside, air was noted in the syringe. The balloon catheter was replaced, resolving the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.